Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was in the gas line. The balloon was removed and replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the rear seal of the membrane. The evaluation confirmed the reported problem. We were unable to conclusively determine if the penetration was from a sharp edge instrument during use or manufacturing defect due to the location of the leak. As a result of this case, a documented retraining/awareness training was performed with the manufacturing operator. A device and lot history record review and trend evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID : (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was in the gas line. The balloon was removed and replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was in the gas line. The balloon was removed and replaced. There was no reported injury to the patient.